Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, lot # j11185r03, implanted: (B)(6) 2002, product type catheter .

Event description:
Information was received from a consumer in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. It was reported that the pump was defective, but the consumer could not remember why. The patient had 6 surgeries and kept getting infections. The pump worked its way out of the pocket. The pump was explanted. A total system explant occurred. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.